Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead was oversensing noise. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was discharged home the following day.